Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the user blood glucose (bg) reading was less than 70 mg/dl; however, the bg reading did not decrease below 40 mg/dl. No symptoms of hypoglycemia were reported. There was no allegation of a loss of consciousness, seizure, or assistance from a third party. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/11/2016-device evaluation: the pump has been returned and evaluated by product analysis on 04/21/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use. A review of the total daily dose values revealed that the programmed basal rates were accurately reflected. A delivery accuracy test was performed and passed with the pump delivering properly within specifications. The complaint was not duplicated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.